Event description:
It was reported that the artificial urinary sphincter (aus) device was not cycling properly. As a result, the patient experienced recurring incontinence. The aus deice was explanted, and a new aus device was implanted. There were no further patient complications.